Event description:
It was reported to philips that the system could not be booted. The device was outside of use at the time of reported event. No harm was reported to philips. Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and identified that the message "boot of the radiological system" persisted when the system was turned on. Upon troubleshooting actions, fse reinstalled the system software and restored the backup. After reinstalling the software, the system was returned to use in good working order.